Event description:
Additional reported information indicates that the resistance during removal was noted with the struts of the previously implanted stent and the vessel wall. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the hi-torque guide wire for ptca, pta, and stents instructions for states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during removal of the guide wire, this was due to the wire being caught with the struts of the implanted stent and vessel wall therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the previously deployed stent and vessel wall resulting in the reported difficulty to remove. Interaction with the struts of the deployed stent resulted in the reported failure to advance. Manipulation of the device and/or interaction of devices/anatomy resulted in the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the moderately tortuous posterior descending and posterior lateral coronary arteries. A non-abbott guide wire was advanced to the posterior lateral artery and the versaturn guide wire was placed at the posterior descending artery to protect. Pre-dilatation was performed and a non-abbott stent was expanded at the lesion. It was attempted to draw the versaturn guide wire back but there was resistance and the guide wire was pulled hard. It was then attempted to pass the versaturn over the struts of the stent but it could not cross the stent. The versaturn guide wire was removed and outside the anatomy it was noted that the coil was stretched. Another guide wire was used to continue the procedure. Kissing balloon technique was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.